Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse above upper limit) was isolated to contamination on the belt receptacle. Both receptacle pulse pins were burnt and showing signs of thermal damage. The root cause for the burnt pulse pins was thermal damage. Life vest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids or contaminants. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse above upper limit.